Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-04310. Reference MFR report: 1627487-2012-04311.

Manufacturer narrative:
Evaluation: results: the complaint was confirmed. As received, the lead was kinked with all wires broken at approximately 20cm from the stimulation end. The kinked/broken wires were consistent with the use of an anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.